Event description:
The plaintiff's attorney alleged that the decedent experienced sudden cardiopulmonary arrest within 24 hrs of dialysis treatment and subsequently expired due to the use of the product for dialysis treatment.

Manufacturer narrative:
This is one of two device reports associated with this event.